Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73f1500229 was confirmed with samples received, during visual inspection was observed; components look well assembled; in good conditions, no stuck clips in jaws. Functional inspection: applier was fired several times and no clips were released, during activation, trigger component got stuck, a slight force was applied on the device and trigger component was broken. Applier was opened to verify the sample condition and some components are bent and there were 3 stuck clips and orange indicator. Failure mode applier won't release clips was confirmed during functional testing. During the manufacture of the device, the manufacturing facility performs a 100% functional testing as part of final inspection and release. DHR documentation shows that this process was followed, so the device was functional at that time. Although; the complaint defect was confirmed, a definitive root cause was not able to be determined. In addition an analysis of the complaint rate was conducted, showing a decrease in the complaint rate. No corrective actions at this time.

Event description:
Alleged event: the applier locks the clips but does not release the clips. The surgeon was able to remove the clip from the applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73f1500229 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the applier locks the clips but does not release the clips. The surgeon was able to remove the clip from the applier. The patient's condition was reported as fine.